Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted: (B)(6) 2005; 407652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that while the patient was using a cellular phone on the opposite side of the device, the patient experienced a sharp, stabbing pain under the left arm. The device remains in use. No patient complications have been reported as a result of this event.